Event description:
Reporter alleges after receiving the third injection out of three series, 7 hours post injection, she experienced pain in her right knee. She could not bear weight on the right leg, had limited movement and ambulation difficulties, mild swelling the size of a tennis ball, redness and discomfort. Reporter advised she took anti-inflammatory medication and her symptoms improved after 3 days. On the fourth day, she experienced clicking in her knee. On the fifth day she alleges she tried to kneel on the knee and felt there was a bubble that burst inside the knee. The sixth day she experienced itching inside the knee causing a lot of discomfort. Reporter wants the FDA to be aware of these adverse events after synvisc injection.